Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. While advancing a ruby coil through the microcatheter, the ruby coil unintentionally detached. The physician successfully removed the catheter with the detached ruby coil inside. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the ruby coil sr wire was fractured. The pull wire was intact with the capture feature on the distal detachment tip (ddt). The pet lock was still intact on the proximal end of the pusher assembly. Conclusion: the complaint has been evaluated. The complaint indicates that the penumbra ruby coil came off the pusher assembly and got caught in the catheter. Evaluation of the returned ruby coil device confirmed the coil was detached from the pusher assembly. It appears that the force used while manipulating the coil through the micocatheter, exceeded the ddt capture feature mechanism specification. This resulted in a coil detachment and a fractured sr wire. The sr wire is the component inside the coil that keeps the coil intact and attached to the pusher assembly. The catheter used in this complaint was not returned for evaluation. It is also unknown if the microcatheter was damaged prior to the ruby coil detaching or if the microcatheter was a penumbra device or non-penumbra device. The root cause of this complaint cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.